Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product specimen has been returned. Conclusion: attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 11 months post implant of this bioprosthetic valve in the tricuspid position (used off-label), this valve was explanted for an unknown reason and replaced with another bioprosthetic valve. No further adverse patient effects were reported.